Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed hardware low level failures error during self test and confirmed in the device history due to broken pin on keypad assembly. Device received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 61 mg/dl at the time of the incident. The customer was at 95 mg/dl at the time of the call. The customer was given glucose shots to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated he pump was not beeping even after volume increase and saving the settings. The customer stated the pump may be over delivering due to possible unknown boluses. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis. Unomed set.